Event description:
Additional information received further clarified, that the blades noted, to be dull before procedure. An alternate blade was obtained in order to perform and complete the procedure. There was no harm to any patient.

Manufacturer narrative:
Additional information received further clarified, that the dull blades were noted, before the procedure. Prior to any patient contact. Therefore, this report no longer represents any reportable malfunction. No further reports are anticipated for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the tip of the blades were dull and will not cut properly but the sides are very sharp. Procedure details and patient impact information is unknown. Additional information was requested; however, none has been received to date.